Event description:
It was reported that a burning smell was noted coming from the unit during the procedure. It was reported that this resulted in a slight delay in the procedure. No medical intervention was required.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.